Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00360 on 26-dec-2024. Additional information (03-mar-2025): siemens further evaluated the event and concluded that a leaked cuvette washer valve on probe 1 potentially contributed to the falsely elevated concentrated carbon dioxide (co2_c) result. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered lower than the initial result and matched the patient's history. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The quality control (qc) was acceptable on the day of the event. The customer loaded the new reagent, calibrators, and qc. Then, the qc recovered out of range. Siemens remotely assisted the customer, added new consumables, calibrated them, and aligned the dilution mixer and probe. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse ran an auto check and determined that cuvette wash 1 was not aspirating and the water valve was leaking. The cse removed valves, cleaned, and replaced them, primed the reaction washer and tested it, drained and filled the reaction basin until it was cleaned, and reran the auto check, which recovered acceptably. Further, the cse replaced the reagent and recalibrated. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.